Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the screws were removed. Two (2) screws were broken, subcapital close to the plate; one proximal and one distal to the arthrodesis. There was the removal of the osteosynthesis material; the two (2) intraosseous screw components are left in place. The provided x-rays were reviewed by the manufacturer and it was noted that the screw breakage could not really be confirmed. It was noted a broken fragment may have been observed in one of the images.

Manufacturer narrative:
This report is for three unknown va-lcp 2.7mm screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon had to make a revision after using the variable angle-locking compression plate (va-lcp) forfoot set in titanium. The patient had a pseudarthrosis and had to be re-operated. While removing the devices the surgeon saw that three (3) screws were broken. This report is for three unknown va-lcp 2.7mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary: the returned implants were examined and the complaint condition was able to be confirmed as two 2.7mm va locking screws were returned broken. No definitive root cause was able to be determined as specifics regarding the failure were not available. Postoperatively implant failure can be due to any number of factors including, but not limited to, non-fusion, patient noncompliance and poor bone quality. The returned 2.7mm va locking screws are available in six trauma system technique guides including: 2.7mm va locking calcaneal plating, 2.7/3.5mm va lcp elbow and 2.4mm/2.7mm va-lcp forefoot/midfoot plating. In each system, the screws are able to be inserted into variable angle plate holes which allow for a fixed-angle construct up to 15 degrees off-nominal axis. The returned first tmt fusion plate contains six va screw holes. The returned implants were examined and the complaint condition was able to be confirmed as two 2.7mm va locking screws were returned broken (one screw head and one screw shaft missing both a screw head and the distal tip). No definitive root cause was able to be determined as specifics regarding the failure were not available. Postoperatively implant failure can be due to any number of factors including, but not limited to, non-fusion, patient noncompliance and poor bone quality. It is also possible that some of the damage of the received broken screws occurred during explantation. Relevant drawings for the returned implants were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.